Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user and forgot to deliver a bolus prior to consuming food. The customer's blood glucose level was 224 mg/dl. Reportedly, the customer delivered a bolus successfully.